Event description:
It was reported that the ilet user experienced repeated infusion set occlusion alerts that persisted despite multiple supply changes, with blood glucose elevated up to 325 mg/dl for approximately 12 hours before improving after a new site was placed; the user employs an inset 23" 6 mm and has limited abdominal site options due to wheelchair use. Symptoms included increased urination associated with hyperglycemia. Outcomes included prolonged elevated glucose with device alerts and the need for caregiver assistance out of kindness, without medical intervention or backup therapy. Investigation included customer interview, troubleshooting, and education. Investigation of this case revealed that the high glucose and occlusion condition resolved after placement of a new infusion site, with no bent cannula observed during phone evaluation. It was concluded that an infusion set or site-related occlusion contributed to the hyperglycemia and that function improved after site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.